Event description:
The bar code reader of an ortho summit sample handling system (summit) reported misread a donor sample bar code label. Instead of the unit number, the scanned number was a nonsense number, which was meaningless with the site's tracking system. No death or serious injury was associated with this incident.